Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcct batch 15383762 was received for evaluation. Visual evaluation revealed that the eyelet was bent and out of the shaft. The evaluation of the screw reveals damage, including bending, breaking, and warping of the threads. The evaluation of the molded outer shaft revealed warping and material breakage around the tip. Functional testing of the driver outer sleeve and the tb inner member molded swivelock found that the devices smoothly engage. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0087-eo at revision 5 - corkscrew, pushlock, and swivelock, suture anchors. G. Precautions 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.

Event description:
On 25th july 2025, it was reported by a distributor via email that for an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), the anchor was unable to screw in completely then it was found broken. Ar-1678-01 and ar-1678-05 were used to drill the pilot hole then ar-1927ctb was used for final tapping. All fragments were retrieved. This was detected during use in an acl reconstruction on (B)(6) 2025. The swivelock was used for acl back up fixation on tibial site. The procedure was completed successfully as ar-2324pslc peek swivelock was used to complete the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.